Manufacturer narrative:
An eval of the device cannot be performed as the device was retained by the surgeon and returned to the MFR. Doctor felt it was not necessary to return, as it was due to trauma. Add'l info including x-rays and medical records was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2010-01510.

Event description:
It was reported that, "the pt was in a car accident and the patella was sheared off the bone. Surgeon revised with a zimmer suture on patella and also swapped out the insert. There was a crack on the post of the insert caused by the trauma, so this was revised as well".